Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultrasmart meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the info provided. On (B) (6) 2010 at 10:00 am, the pt noted the reported meter would not power on. This was a new, out-of-the-box, meter. The pt took no actions due to the meter issue. Twenty mins later, the pt experienced the symptoms of blurred vision and agitation. The pt did not seek any medical attention or treatment. Troubleshooting revealed the pt's test strips were correct and the battery did not need to be replaced. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.